Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported capsular contracture, baker grade ii, ¿breast was softer, more unstable'', and implant rupture. The left breast was softer and more unstable than right breast. The device was explanted. This report is for the left side breast.